Event description:
It was observed that during the device evaluation, the resection sheath exhibited a missing ceramic head tip. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: olympus will continue to monitor field performance for this device. The ceramic head (insulation beak) failure is a mechanical problem, but the cause of the ceramic head (insulation beak) failure could not be determined. The most likely cause is some kind of excessive force. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.